Event description:
Caller reportedly developed an infection within 2-3 days following c-section lasting several months along the suture line. Cultures are unknown. Pt reportedly was unsure if antibiotics were prescribed.